Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's device was alarming motor error. It was reported that there were motor error alarms noted in the device's alarm history. It was reported that the customer's blood glucose was normal. No further information provided.

Manufacturer narrative:
The insulin pump alarmed with constant alarm during motor rewind due to motor encoder signal out of phase. No motor error alarm noted. The insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant alarm. The insulin pump received with cracked reservoir tube lip.